Manufacturer narrative:
Report source: (B)(6).

Event description:
Information was received that a smiths medical portex blue line ultra suctionaid cuff leaked while in use. Subsequently, a tracheostomy tube change out was required. There were no adverse patient effects.

Manufacturer narrative:
Device evaluation: one (1) used sample was returned for evaluation p/n 100/860/070 with lot number reported unknown; the sample was received in used condition. During visual inspection, no discrepancies were found. During functional testing, leakage was observed coming out from a small tear in the cuff. The customer reported condition was confirmed. The most probable cause is that the cuff tear occured during the tracheostomy procedure due to contact with sharp edge. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.